Event description:
According to a copy of the operative report rec'd from the hosp, the pt was admitted to the hosp for replacement of his bjork-shiley convexo-concave mitral valve due to the alleged risk of strut fracture. Findings at the time of operation indicated that the prosthesis "had been overgrown by a calcified pannus".